Manufacturer narrative:
The customer contacted resmed astral support to request assistance regarding a power issue where the device was detecting a battery when it was plugged into the main power supply. An astral support representative went through the troubleshooting steps with the customer and requested the device to be returned for evaluation. No device was returned to resmed for investigation. The device was sent to the customer's internal service center for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection error. There was no patient injury reported as a result of this incident.